Event description:
A vaxcel pasv was placed therapeutic purposes. Seven days later a hole was found distal to the suture wing (but not under the pt's skin). The line was replaced and there was no injury to the pt.